Manufacturer narrative:
E1/establishment name: (B)(6). (Documented here due to character limitation in respective field). The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. In addition, insufficient angle, a rubber adhesive part floating, angle lever, and ig bundle stain were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the ultrasound bronchofibervideoscope had an error displayed when starting EU-me2 and checking the screen after connecting the equipment during pre-inspection. The error code was unknown, but the screen displayed `unable to recognize the ultrasound endoscope/probe and no image was displayed. The issue was found during preparation for use for a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred because the ultrasonic cable was not locked sufficiently, which caused the physical distance between the contacts to separate, and the terminal to identify the connected equipment was not connected. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.